Event description:
It was reported that the patient has expired after implant duration of at least 3 months, due to unknown reasons. It was noted that the patient had m.r.s.a. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Device not returned.